Event description:
It was reported the patient bumped the implantable neurostimulator (ins) walking through a doorway and when they picked something up from the floor they hit the ins on the corner of the table. The patient suddenly started to experience stimulation in the wrong location and their "right side was not working." Stimulation was increased to an amplitude of ten and the patient was able to feel stimulation. The patient's left side was working fine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).